Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis confirmed the reported event. Visual inspection revealed corrosion and contamination in the battery compartment. (B)(4).

Event description:
It was reported that the remote monitor turns on but just gets a blinking yellow light during telemetry; it never attempts to start reading the device. The patient reported that when the batteries were first inserted, one of them was leaking and caused corrosion. A new monitor was sent to the patient. No patient complications were reported as a result of this event.